Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the single-use driver would not power. We pulled the multi-use drill out of the trauma bay and successfully utilized that." Additional information: "the driver wouldn't power when the trigger pulled, tab was removed. I have attempted to pull trigger without success. It feels "stuck".

Event description:
It was reported that: "the single-use driver would not power. We pulled the multi-use drill out of the trauma bay and successfully utilized that." Additional information: "the driver wouldn't power when the trigger pulled, tab was removed. I have attempted to pull trigger without success. It feels "stuck".

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos reveal the lid stock of a ez-io 45mm procedure tray and the single use ez-io driver. The customer also returned one single use ez-io driver for investigation. Upon receipt, the driver was visually inspected. Visual inspection revealed the driver to be in typical condition. When the trigger was pulled, the driver was not operable. R & d engineering was consulted for this investigation. Measurements were taken on the deformed complaint contact and contact from a good driver. The distance between the top and bottom of the positive contact was measured at 0.33340" which is not within specifications. R & d engineering was consulted for this investigation. A trigger force test was conducted using the trigger force fixture and testing per trigger actuation force work instruction for the ez-io single user driver. The driver failed the 10.5-pound acceptance criteria and did not actuate until 12 pounds of force was applied to the trigger. The driver was tested on next generation inspection equipment that is being developed for the sm200 manufacturing line. The equipment inspects for 15+ failure modes and has internal and external equipment checks. The driver was analyzed on the internal equipment. The driver failed contact gap and contact width testing. The contact gap being low by 0.003" and width being high by 0.0004" would have no impact on the driver not actuating when trigger is pulled. The driver was analyzed on the external inspection equipment and passed all checks. The driver was disassembled , and it was revealed that the driver was mis-seated. The position was fixed but the driver continued to fail in the same way. After experimenting with this assembly, the driver did sometimes actuate when pulling the trigger at an angle. When this occurred, a visible "arc" could be seen inside the driver between the positive battery terminal and the base of the positive contact. When driver was not actuating it was due to no connection to the battery terminal and battery contact. The battery pack of the complaint driver was removed. There was a noticeable black electric char mark on the base of the contact where the arcing was occurring. The positive contact also remained bent even after removing the battery pack. The battery cannot plastically deform the contact because the y rib prevents it from bending too far. The contact was deformed prior to being assembled into the driver. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "in the unlikely event of an ez-io power driver (single-use) failure, disconnect the ez-io power driver (single-use), grasp the ezio needle set hub by hand and advance into the medullary space while twisting back and forth." The complaint has been confirmed. Per dimensional and functional testing analysis, the failure is the result of a bent positive contact. The ez-io driver IFU states, "in the unlikely event of an ez-io power driver (single-use) failure, disconnect the ez-io power driver (single-use), grasp the ez-io needle set hub by hand and advance into the medullary space while twisting back and forth." A review of the device history record found that the driver passed all the release criteria. A non-conformance was initiated to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.